Event description:
It was reported that there is a broken 2.0mm drill bit from a synthes loaner tray from a procedure on (B)(6) 2015. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional hospital contact reported. Internal review/summary was performed. The investigation of the complaint articles indicates that: the 323.062 2.0mm drill bit with depth mark is an instrument routinely used in the 2.7mm variable angle locking calcaneal plating system (technique guide dsus/trm/0814/0192).the drill bit was returned and reported to have was broken during surgery. This condition is confirmed; the distal tip of the drill bit has broken along a homogenous fracture surface approximately three centimeters from the beginning of the fluting. It is likely that repeated use and possibly a collision with another screw have led to this complaint condition. The device was manufactured in 11/2014 and is less than a year old. The balance of the returned device is in good working condition. Drawing number se_083158 rev. D was reviewed and determined to be suitable for the complaint condition for the 323.062 lot number 9271320, 2.0mm drill bit with depth mark, was likely caused by repeated use and possibly the collision with another screw; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.